Event description:
During pci, physician was attempting to place bare metal stent. While removing the undeployed stent the stent came off the balloon in an unintended artery. Physician inserted a second balloon through the undeployed stent and was able to successfully deploy the stent in the intended coronary artery. A 2.5 x 14 mm integrity stent.